Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt has experienced several driveline fault alarms. The system controller was replaced with another system controller. The MFR reviewed the data log file where multiple driveline fault alarms were confirmed. This is an indication of a potential issue with the percutaneous lead. The system controller was exchanged with another system controller, however, a driveline fault alarm occurred on the second system controller as well. The system controller was again exchanged with another system controller. The pt was asymptomatic at the time of the event.

Manufacturer narrative:
The pt remains on going with the implanted device and no further issues have been reported. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Manufacturer narrative:
It was noted during a routine file review that the information in this field was inadvertently omitted from the original medwatch report. Additional device evaluation: the system controller ((B)(4)) passed functional testing procedures. A review of the data contained in the log file revealed that a driveline fault advisory alarm became active at multiple times over 15 different days. The system controller continued to provide uninterrupted support until the system controller was exchanged on (B)(6) 2014. On april 9, 2015, the driveline was examined tactilely and visually by the manufacturer¿s technical services personnel and no abnormalities were found. The patient reported that the only alarms encountered were normal power cable disconnect events during routine power exchanges. The system controller operated as intended during the failure investigation and passed the manufacturer¿s test procedure. The specific cause for the activation of the driveline fault advisory alarm is inconclusive as the alarm could not be reproduced with the system controller and the patient remains ongoing with no further issues.

Event description:
During review of the data log file information, it was noted that one speed was recorded at 7990 rpm, just below the low set speed limit of 8000 rpm. This was caused by the system controller operating on the emergency back-up battery and operating in power save mode because the patient had disconnected both the white and black system controller power leads at the same time, while switching from battery power to the power module.

Manufacturer narrative:
The pump remains ongoing supporting the patient. A compromised area of the driveline was not identified through an onsite evaluation by a manufacturer technical services representative. The pocket controller (sn (B)(4)) in use at the time of the event was returned for evaluation. The reported driveline fault alarm was confirmed through log file analysis of both the submitted and the retrieved log file. The system controller was tested using laboratory equipment and the driveline fault alarm was not able to be reproduced. Based on the information, the patient remains ongoing on pump support and no additional complaints have been reported. Although the investigation was unable to determine the specific cause of the driveline fault alarm, the research and development team is conducting further investigation into the reported driveline fault alarms in an effort to determine if there are additional enhancements that can be made to further improve the sensitivity of the driveline fault algorithm. A review of device history records for this device showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.